Manufacturer narrative:
The instrument has been investigated. The field svc engineer evaluated the instrument and found the tips were not ejecting with any force in the problem area of the pipetter. Two plunger clamps, one tip clamp, compression spring and lld contact spring was replaced. The instrument was tested without further problem, and returned to svc.